Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the hex of an offset connector's set screw was stripped during surgery. It was removed and replaced with an alternative set screw. There were no reports of patient impacts associated with this event.

Manufacturer narrative:
The returned set screw from the connector was evaluated. The hex pocket of the screw is worn and slightly deformed. The depth of the material deformation caused by the set screw driver indicates that the driver was likely not fully inserted into the set screw during use. The deformation appears as though torque was applied to the hex edges of the set screw while the inserter was not flush with the bottom of the set screw pocket. A review of the manufacturing records did not identify any issues which would have contributed to this event.